Event description:
At the beginning of a lumbar rf procedure, when in stimulation mode, the pt experienced unintentional sensory stimulation. There was no delay and the procedure was completed using the same equipment. No additional treatment or intervention was required due to this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.